Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka case, the pin clamp was broken while tightening. There was a reported surgical delay of 10 minutes. Additional information provided indicated that the broken pin was 4x140mm and the surgeon completed the surgery using the mako; however, at the end of the case, he used a metal cutting burr to cut off the pins below the clamp to get it off. He then irrigated and cleaned out the wounds thoroughly.

Manufacturer narrative:
Reported event: it was reported that the pin clamp was broken while tightening during a pka case. Product evaluation and results: not performed since the device was not returned. Device history review: review of the device history records indicate (B)(4) devices were manufactured and inspected on 11-02-2012. 35 were accepted with no reported discrepancies. (B)(4) were dispositioned according to npr (B)(4). Additionally, the device history records indicate (B)(4) devices were manufactured and inspected on 06-05-2013. All (B)(4) were rejected and dispositioned according to npr (B)(4). Complaint history review: review of complaints in catsweb and trackwise related to p/n 111430, lot number 19050412 shows no additional complaints related to the failure in this investigation. Conclusions: the root cause of the event could not be determined because insufficient information was provided. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
During a pka case, the pin clamp was broken while tightening. There was a reported surgical delay of 10 minutes. Additional information provided indicated that the broken pin was 4x140mm and the surgeon completed the surgery using the mako; however, at the end of the case, he used a metal cutting burr to cut off the pins below the clamp to get it off. He then irrigated and cleaned out the wounds thoroughly.